Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device powers off without user input which was not reproduced. The device powers off without user input was verified through the presence of "improper shutdown!" In a review of the event history log and found during a visual inspection to be caused by the rear case was not secured into the input/ output printed circuit board. The rear case was properly set to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no patient involvement. No additional information is available.